Event description:
Same case as MDR ID # 2134265-2013-03970, 2134265-2013-03969. It was reported that during a percutaneous coronary intervention, an intermittent pullback occurred. The targeted lesion is located at the right coronary artery. During the procedure, the mdu pullback speed was unstable which led to intermittent pullback issues. They attempted automatic pullback once. The physician did the manual pullback and completed the procedure. No patient complication reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).